Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Setting: 4x mantis screws all in patient, loaded with size 2 blades and slip rings, rod seated. Cap inserted at one end and tightened (not torqued). Blocker at other end not in situ. Action: persuader inserted to load other blocker. Persuader appeared to be slightly off centre. Surgical assistant used persuader rapidly with lots of force causing the blade mounting brackets on the screw to snap and the blades to lift off the screw. Result:....